Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an inappropriate shock while in the alternate vector. Upon investigation, the alternate and secondary vectors appeared noisy, but the primary vector did not note any noise. Air entrapment was suspected as pocket manipulations produced noise. The system was successfully reprogrammed. No adverse patient effects were reported.